Manufacturer narrative:
Device used for treatment not diagnosis. Unknown fixation nail. (B)(6). The part was not returned for evaluation. The lot number is unknown, therefore, a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported during an intermedullary femoral nailing procedure, the product did not insert through the trochanteric fixation nail (tfn) side hole. The entire construct was taken out to verify the alignment. Outside the patient, the implant functioned correctly. The tfn was reinserted. The helical blade did not insert correctly again. The original helical blade was replaced by a different helical blade. The second blade was inserted correctly, and functioned normally. The procedure was completed using a like/similar device. There was a 20 minute surgical delay. The patient's status/outcome following the procedure is undetermined. This report is for an unknown nail. This is 2 of 2 reports for (B)(4).

Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.